Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the power unit was not turning on. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, a video processor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a faulty switch regulator and the power unit did not turn on. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation the root case could not be identified; however, it is likely that the power supply unit did not turn on due to faulty switch regulator. Olympus will continue to monitor field performance for this device.